Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they ¿got shocked and or burnt and now have a burn blister¿. The patient was lying on the table at physical therapy and felt a needle like stabbing sensation where her pod was placed. Patient immediately removed the pod. Upon removal, the site appeared swollen, red, blistered, and burnt. No impact to blood glucose values was reported. A new pod was placed. No additional details were reported.